Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument was transferred to the failure analysis engineer (fae) team. Fae inspected the instrument's distal end, and it was determined that the amount of krytox lubricant observed was not excessive. No changes to the existing failure codes are needed.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the portion of vessel sealer extend (vse) instrument insulation around working element came off. The fragment fell into the patient and was retrieved same procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There was not loss of cautery. There were signs of thermal damage at sit of insulation damage. There was no arcing observed during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test 2 of 2 attempts. The instrument was fully functional. No product issue was identified. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.